Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). The events of "lymphadenopathy" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pulling in chest, severe sharp pains, swollen glands and lymph nodes, rupture. And capsular contracture, baker grade unknown.

Event description:
Patient reported left side "pulling in chest, severe sharp pains, swollen glands and lymph nodes and rupture". Patient additionally reported left side "capsular contracture," baker grade unknown. The following events are not related to the device, "fatigue, food intolerances, hair loss, vertigo, memory loss and lethargy." The device has been explanted.